Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was not powering on when she tried to test her blood glucose. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred during 2012. The patient reported using ¿other medications¿ to manage her diabetes (unknown type and dose). The patient denied making any changes to her usual diabetes management routine. The patient reported 1 year after the alleged issue first began she developed symptoms of feeling ¿dizzy.¿ the patient reported between (B)(6), unknown year she was seen in a doctor¿s office and ¿high¿ readings were obtained on the doctor¿s meter. The patient reported she was treated with ¿diabetic pills, pressure meds and insulin.¿ it is unclear if this was a change to the patient¿s usual medications or a treatment for an acute complication of diabetes. At the time of trouble shooting, the cca determined there was no misuse of the subject meter and it was not the first time the meter had been used. The patient was found to be using the correct test strips. When the subject test strip was inserted, the meter turned on, when the power button was pressed the meter turned on. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue she was unable to test her blood glucose and therefore required treatment from a healthcare professional after the alleged issue occurred.

Manufacturer narrative:
Follow-up # 1 ¿ (09/24/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/17/2013 and 9/19/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 08/27/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.